Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port lead to infection. Frequently occurring infections in patients with nexiva without evidence of germs during use pattern: the patient had this nexiva for 4 days, infection at the injection site without evidence of germs, station im1. In total, 6 patients with nexiva cannula had an infection at the injection site with this lot number. A sample to pick up at the hospital.

Event description:
Frequently occurring infections in patients with nexiva without evidence of germs during use pattern: the patient had this nexiva for 4 days, infection at the injection site without evidence of germs, station im1. In total, 6 patients with nexiva cannula had an infection at the injection site with this lot number. A sample to pick up at the hospital.

Manufacturer narrative:
There is no abnormality (sealing defect) detected during the production of affected batch. Sterilization test records had been reviewed and no abnormality was detected. As current control, there is an outgoing functional test in place to check for unit package integrity. There is also an outgoing inspection and in-process inspection in place to check for foreign matter in fluid path. Furthermore, there is housekeeping in place to clean the machine mechanisms in direct contact with products with alcohol (70% ipa). As no photo/sample was received for further investigation, root cause could not be determined.

Manufacturer narrative:
The reported issue of infection was not confirmed upon inspection of the sample. Analysis of the sample showed the sample to be used. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The root cause could not be determined as the defect could not be replicated. The production was run using validated parameters. A review of the past year nexiva line process was completed. There is no change in the manufacturing process and material used for nexiva. As current control, there is an outgoing functional test in place to check for unit package integrity. Sterilization process was reviewed, and all cycles parameters were found within specification. The material was released as the biological indicator passed the acceptance criteria.

Event description:
Frequently occurring infections in patients with nexiva without evidence of germs during use pattern: the patient had this nexiva for 4 days, infection at the injection site without evidence of germs, station im1. In total, 6 patients with nexiva cannula had an infection at the injection site with this lot number a sample to pick up at the hospital.